Event description:
It has been reported that the device was not booting. The system was not in clinical use at the time of event. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Corrected data: additional narrative. Corrected data: evaluation method code. Philips has investigated this complaint. The field service engineer (fse) inspected the system on site and confirmed that the device cannot boot up. The fse performed adjustment and level one test movement, fluoro and cine passed to retry and recreated image store. The fse replaced the host pc hard disk and reinstall the operating system. After replacement, the system was returned to use in good working order. The codes were corrected based on re-evaluation.

Manufacturer narrative:
Philips has investigated this complaint. The field service engineer (fse) inspected the system on site and confirmed that the device cannot boot up. The fse performed adjustment and level one test movement, fluoro and cine passed to retry and recreated image store. The fse replaced the host pc hard disk and reinstall the operating system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.